Event description:
During implant procedure, the atrial lead's helix was unable to be extended. The physician suspected helix damage. The event was resolved by replacing the atrial lead. The patient experienced no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region.